Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 8lpef02a. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured in sections as the customer's age and weight were not provided. The model # was not provided.

Event description:
The advocate from germany reported that the customer obtained a blood glucose reading of 5.9 mmol/l on a contour next meter. The customer ate his meal and took insulin. The customer showed hypoglycemic symptoms such as apathetic face and face turning white. The customer was taken to an emergency room. No details provided regarding treatment received. The customer was advised to return the test strips for investigation. Replacement meter and test strips were sent to the customer.